Event description:
Ethicon/endosurgery harmonic scalpel shears were utilized by provider on a patient for anterior spinal fusion and instrumentation of the right side. It was noted during the utilization of harmonic scalpel that the tip broke when in use on the patient. Cell saver operator was contacted and they inspected the machine and noted contents of the broken pieces within their machine. Harmonic scalpel was removed from field and out of use during this case. Throughout the case, multiple forms of imaging were taken in the operating room (or).